Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during investigation it was observed that the trigger was jammed, the device would not run in reverend there was corrosion on the contacts. It was further noted that the insulation on the electronic controls unit wires was cracking off and there was corrosion and a brown liquid inside the device. The assignable root cause was determined to be due to wear on components, improper cleaning and inadequate care over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the battery reamer/drill device would not power on. There were no delays in the surgical procedure as an identical spare device was available for use to complete the surgery successfully. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.